Manufacturer narrative:
It was reported that a revision surgery of the patella was performed due to a loosening. The affected genesis ii biconvex patellar component was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A medical analysis noted that the operative report was provided, but it did not include any findings, therefore it does not contribute to this investigation. All of documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Without the return of the actual product involved and no requested clinical information available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery of the patella was performed due to a loosening.